Manufacturer narrative:
Batch review performed on 11 march 2022 lot 2114162: (B)(4). Expiration date: 2026-10-13. No anomalies found related to the problem. To date, (B)(4). Additional component involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2109346:(B)(4). Expiration date: 2026-10-18. No anomalies found related to the problem. To date (B)(4).

Event description:
At 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.